Event description:
The customer reported that the nurse call connector (remote alarm) was loose. Additional information received through follow-up confirmed that there was no patient involvement and there was no alarm encountered at the time the reported event was discovered.